Event description:
It was reported to philips that the device failed the operational check with shock equipment and pacer equipment malfunction errors. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed op check, showing a shock equip. Malfunction and a pacer equip. Malfunction. There was no reported patient involvement/adverse patient impact.